Event description:
Case reference number: (B)(4) is a spontaneous report sent on 20-jun-2025 by a physician via a sales representative concerning an adult female patient. The patient had no known medical history or allergies. She was not taking any concomitant medications. No information about previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with all three vials of sculptra (lot: 4j3434, expiry date 30-jun-2027), to the face, temples, cheeks, pre jowls on both sides and neck for collagen stimulation. All three vials were from the same lot number and 2 vials were injected to the face and 1 vial was injected to the neck. The sculptra was fanned out on the face using a 23-gauge cannula to temples ck1-2 + ck 4-5, one vial was injected per side. Each vial was diluted to 10 ml, which was then divided across three access points on each side of the face. The last vial was double diluted to 16 ml and injected into the neck via two access points per side. This was the first time the patient undergone sculptra treatment. The sculptra was injected to neck (off label use of device) and sculptra injected using 23-gauge cannula/two vials of sculptra diluted to 10 ml and one vial double diluted to 16ml (intentional device misuse). Days after the sculptra treatment, in 2025, the patient experienced a pronounced immunological inflammatory reaction (implant site inflammation) to the plla injection to all treated areas. Approximately four weeks after the treatment, on (B)(6) 2025, the hcp stated that, due to the associated pain (implant site pain), adequate and timely massage of the treated areas was not possible. Only after the inflammatory reaction subsided was she able to perform the recommended massage, which might have led to insufficient distribution of the injected poly-l-lactic acid material within the subcutaneous tissue. In the same period of time, the patient returned to the reporting hcp practice with multiple palpable lumps/nodules (implant site nodule) due to delayed or insufficient massage after the sculptra injections. There were multiple strip-shaped nodules on both temples, both zygomatic areas, along the extended nasolabial fold on the right, and on the neck. On (B)(6) 2025, the hcp treated the patient with intralesional injection of nacl [sodium chloride] solution with 10 mg of kenalog [triamcinolone acetonide] 10mg/ml and the patient also performed massage by herself. On (B)(6) 2025, the patient received treatment with intralesional injection of nacl solution with 10 mg of kenalog 10mg/ml and 5 fluorouracil [fluorouracil sodium] into a lump on the left side of the neck to test tolerance. The patient experienced very strong local reaction. Therefore, no further attempts were desired by the patient. As of 27-aug-2025, the reporting physician was unaware of the outcome of events nodules and pain because the patient went for consultation to another dermatology practice for the treatment. Outcome at the time of the report: immunological inflammatory reaction was unknown. Pain was unknown. Lumps/nodules was unknown. Sculptra was injected to neck was recovered/resolved. Sculptra injected using 23-gauge cannula/two vials of sculptra diluted to 10ml and one vial double diluted to 16ml was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 28-jul-2025 from the same reporter. Case upgraded to serious. Events implant site inflammation, implant site pain, and intentional device misuse added. Patient demographics, suspect device volume, injection technique, needle type, location, lot number, expire date, implant date, event onset date, location and corrective treatment details were updated. V.2 fu received on 27-aug-2025 by the same reporter. Confirmation regarding suspect device volume, location, lot number of 3 vials, event onset date and outcome was provided. Batch record review and investigation results were received on 18-aug-2025.

Manufacturer narrative:
Company comment: the serious expected events of inflammation, nodule at implant site and the non-serious expected event of pain at implant site were considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. The sculptra was used off label and was intentionally misused with regards to reconstitution and use of cannula. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A repeated trending analysis of the lot was performed, and one additional medical complaint was reported. To date, a total of five medical complaints have been reported, including this case. A batch record review was performed for the lot number. Sanofi confirmed that no quality issues were identified in the overall manufacturing process of the specified batch. The batch conformed with the cgmp and met the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. Therefore, the performed investigations are considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious expected events of inflammation, nodule at implant site and the non-serious expected event of pain at implant site were considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. The sculptra was used off label and was intentionally misused with regards to reconstitution and use of cannula. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, four medical complaints have been reported, including this case. To rule out the possibility of a non-conforming product, batch record reviews will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-jun-2025 by a physician via a sales representative concerning an adult female patient. The patient had no known medical history or allergies. She was not taking any concomitant medications. No information about previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with three vials of sculptra (lot 4j3434, expiry date 30-jun-2027), to the face, temples, cheeks, pre jowls on both sides and neck for collagen stimulation. The sculptra was fanned out on the face using a 23-gauge cannula to temples ck1-2 + ck 4-5, one vial was injected per side. Each vial was diluted to 10 ml, which was then divided across three access points on each side of the face. The last vial was double diluted to 16 ml and was injected to the neck across two access points per side. This was the first time the patient undergone sculptra treatment. The sculptra was injected to neck (off label use of device) and sculptra injected using 23-gauge cannula/two vials of sculptra diluted to 10 ml and one vial double diluted to 16ml (intentional device misuse). Days after the sculptra treatment, in 2025, the patient experienced a pronounced immunological inflammatory reaction (implant site inflammation) to the plla injection to all treated areas. The hcp reported that, due to the associated pain (implant site pain), adequate and timely massage of the treated areas was not possible. Only after the inflammatory reaction subsided was she able to perform the recommended massage, which might have led to insufficient distribution of the injected poly-l-lactic acid material within the subcutaneous tissue. Approximately four weeks after the treatment, in (B)(6) 2025, the patient returned to the reporting hcp practice with multiple palpable lumps/nodules (implant site nodule) due to delayed or insufficient massage after the sculptra injections. There were multiple strip-shaped nodules on both temples, both zygomatic areas, along the extended nasolabial fold on the right, and on the neck. On (B)(6) 2025, the hcp treated the patient with intralesional injection of nacl [sodium chloride] solution with 10 mg of kenalog [triamcinolone acetonide] 10mg/ml and the patient also performed massage by herself. On (B)(6) 2025, the patient received treatment with intralesional injection of nacl solution with 10 mg of kenalog 10mg/ml and 5 fluorouracil [fluorouracil sodium] into a lump on the left side of the neck to test tolerance. The patient experienced very strong local reaction. Therefore, no further attempts were desired by the patient. Outcome at the time of the report: immunological inflammatory reaction was unknown. Pain was unknown. Lumps/nodules was unknown. Sculptra was injected to neck was recovered/resolved. Sculptra injected using 23-gauge cannula/two vials of sculptra diluted to 10ml and one vial double diluted to 16ml was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2025 from the same reporter. Case upgraded to serious. Events implant site inflammation, implant site pain, and intentional device misuse added. Verbatim of event (implant site nodule) was updated. Patient demographics, suspect device volume, injection technique, needle type, location, lot number, expire date, implant date, event onset date, location and corrective treatment details were updated.